Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 70 x 72 mm in diameter and 100 mm in length abdominal aortic aneurysm. The proximal neck was 30-31 mm in diameter and 40 mm in length. The left common iliac artery was 23mm-18.5mm-16.3mm-11.7mm-14.9mm-17.9mm-13.8mm (from proximal to distal) and the right common iliac artery was 23.9mm-20.7 mm-18.7mm-17.6mm-20.2mm (from proximal to distal). The right external iliac artery measured 7.6 mm in diameter and the left external iliac artery measured 7.6 mm in diameter. It was reported that both common iliac arteries had severe curvature. It was difficult access due to curvature, but the device was successfully implanted with right access. After insertion of delivery system of the contra limb, angiography was checked at the distal internal iliac artery with sheath but it had no reflection on the angiography. Since it was not able to find distal side of left internal iliac artery, it was implanted and pushed up. The contralateral limb was implanted just before the common iliac artery curvature, which led to short landing zone and a slight type ib endoleak. Though an additional extension was considered, it was determined to be a minor leak and it would resolve. Proximal dsa found a slight endoleak as well. It seemed to be type ia or IV endoleak. Either way, it was a minor leak; the patient will be monitored by the physician. No clinical sequelae were reported. Physician¿s comments: both types of endoleak were minor so that it was decided it would resolve. It had alternative of additional extension for proximal side and left cia. But it was judged to be more high risk in delivery in severe curvature. In spite of severe curvature, delivery was succeeded and it was highly acclaimed. A review of returned films pre-implant showed that the proximal neck diameter was approximately 31mm, and contained thrombus. The 7cm max diameter aaa was filled with irregular thrombus and also calcified. Both iliac arteries were very tortuous and appeared aneurysmal. Images during implant were not provided; the cause of the reported endoleaks could not be assessed.

Manufacturer narrative:
(B)(4). Method: film evaluation. Results: endoleak. Anatomy related; severely tortuous iliac vessels. Conclusions: endoleak. Anatomy related; severely tortuous iliac vessels.

Event description:
It was reported that the type ib endoleak has resolved; however, the type ia or type IV endoleak is still present. The physician feels that it is a minor leak so it will be monitored.

Event description:
Additional information was received. A secondary intervention was performed for the treatment of the type ia endoleak and the bi-lateral type ib endoleaks. The physician snorkeled the left renal artery and implanted an endurant ii cuff 36x36x49. In addition, an endurant ii 16x28x156 was implanted extending down the right side. An endurant ii, 16x20x124 was also implanted extending the left side. After touch-up, dsa was carried out and type ia endoleak was confirmed. Another touch-up was carried out but endoleak remained. The distal type I endoleak had resolved. As for proximal side, it was determined to have no other treatment method and the procedure was completed. The physician commented that it was initially a case outside of IFU so that the physician wondered if evar was the best treatment for this case. However, it was clear that only endurant was able to deliver. Therefore, endoleak was caused by the outstanding feature of endurant. The patient would be monitored.